Event description:
The patient was taken to the hospital in the morning after the suspect device read their blood glucose at 97 mg/dl. Emt's checked their glucose at 20 mg/dl with their equipment. Upon arrival at the hospital a lab was run and the result was 22 mg/dl. The patient was treated for hypoglycemia with a glucose injection. Level one glucose control was run on the system and the control was out of range. Level two control was also run and this control was in range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.